Manufacturer narrative:
E0303, e0602, f12, and a01 removed from h6. E2403, f26, and a25 added to h6. Investigation summary: upon review of the provided information, there is no allegation or evidence of a device malfunction associated with the noted event. The hemolysis was resolved via standard troubleshooting with no intervention required. Therefore this product investigation will be closed as npi (no product issue).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 35-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock, classified as society for cardiovascular angiography and interventions (scai) stage e shock. Following cardiopulmonary resuscitation and impella cp insertion, hemolysis was reported and noted tinged urine. Imaging confirmed appropriate pump position at the time of the hemolysis. No blood products were administered. The impella purge solution consisted of dextrose 5% in water with 25 meq sodium bicarbonate. At the time of the event, the device was operating at approximately p-7 with flows of 3.4 l/min. The patient remained on impella cp support at the time of reporting.